Event description:
The doctor was performing a bladder tumor removal on a pt when he encountered intermittent power and complained the electrode was not cutting; coag power was set at 120 (no cut). The doctor traded out the grounding pad for a new one and still experienced intermittent power. At one point, when he did not get power, he turned up power to approximately 160 and at that time, there was a power surge resulting in the pt's bladder being perforated.